Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusions set fell off event on 17-aug-2024. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.